Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the left circumflex artery. An unspecified promus element plus stent was advanced and deployed. Next an attempt was made to cross the placed stent with an atlantis imaging catheter, but it was unable to cross the stent. At this point stent deformation was noted on the proximal portion of the stent. Post dilation of the stent was performed with a nc quantum apex balloon on the proximal portion of the stent. The stent looked fine after post dilation. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).